Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(6) 2009 population product advisory initially communicated on (B)(6) 2007, displayed a battery status of end of life (eol) due to a charge time measurement of 35.3 seconds. There was a concern that the battery depleted earlier than expected. This device has not yet been explanted. There was no report of adverse patient effect.